Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima IV catheter safety system was being used to put a new subcutaneous line in the patient. While removing the needle the safety feature broke and the nurse's finger was pricked by the needle through the glove. General first aid was given to the nurse.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7327625. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device submitted arrived at our facility with the safety device fully activated. Our engineers were able to duplicate reported event through an incorrect activation of the device, however this cannot be confirmed without the ability to review the partially activated device from your facility. The root cause for this complaint could not be determined at the conclusion of our review. Bd could not confirm needle shielding failure after inspection the sample provided based on sample evaluation, we could not associate this reported defect to manufacturing process due to, the device was received activated. Engineering team could reproduce this defect performing an incorrect activation. If the user remove the safety mechanism near of the adapter sti prn, this makes that the safety mechanism to be removed, leaving exposed cannula.

Event description:
It was reported that bd saf-t-intima IV catheter safety system was being used to put a new subcutaneous line in the patient. While removing the needle the safety feature broke and the nurse's finger was pricked by the needle through the glove. General first aid was given to the nurse.